Manufacturer narrative:
MDR (B)(4) / initial 3 of 4 e1: name: tandem street:11045 roselle street city: san diego state: ca zip code:92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced four infusion set bent cannula issues, which led to high blood glucose level (360 mg/dl) and was treated with correction bolus via pump event on (B)(6) 2026, (B)(6) 2026. The site of insertion was on abdomen, buttocks.